Event description:
It was reported that a patient underwent a breast surgery procedure on (B)(6) 2010. The suture began spitting through the sub dermis of the patient on both breasts 6 to 12 weeks after the procedure. The surgeon will need to revise the procedure on the patient and is seeking an alternative suture. Additional information was requested.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2010-01656, 2210968-2010-01657 and 2210968-2010-01658. The same patient is represented in each medwatch.